Event description:
It was reported that a user could not pair a freestyle libre 3 plus sensor with the ilet system because the sensor had first been started in the libre app, leading to the sensor being in use by another device and unavailable for ilet pairing. Symptoms included no alarms or alerts from the ilet system. Outcomes included user education on correct startup and pairing workflow. Investigation included phone-based troubleshooting and guidance to start the sensor through the ilet mobile app. Investigation of this case revealed that the sensor pairing issue was due to the sensor being initiated on a non-ilet application, which prevented successful association with the ilet, and the user replaced the sensor and began warmup through the correct process. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to initiating the sensor on another device prior to pairing with ilet.